Event description:
It was reported that during a treatment procedure, a guidewire became stuck to a catheter. The target lesion was below the knee. A starter guidewire was used with another manufacturer¿s catheter. During an unspecified time in the procedure the starter wire became stuck to the non bsc catheter. The devices were removed together. No patient complications were reported and it is unknown how the procedure was completed.

Event description:
It was reported that during a treatment procedure, a guidewire became stuck to a catheter. The target lesion was below the knee. A starter guidewire was used with another manufacturer¿s catheter. During an unspecified time in the procedure the starter wire became stuck to the non bsc catheter. The devices were removed together. No patient complications were reported and it is unknown how the procedure was completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a guidewire was returned coiled. Dimensional verification presents an overall length and finished diameter to be within specification. Observations present no indications of an oversized diameter condition. The specimen presents an offset coil condition located 0.62cm from the distal tip, serpentine bends of varying severity and frequency scattered over the length of the specimen. Dried blood-like material is present between the coil wraps. The specimen also presents a split in the coil wraps located 27.15cm from the distal tip, and areas of ptfe coating removal located 27.3 to 30.25cm and 34.30 to 37.15cm from the distal tip with scratches in the coating over the entire length of the device. The j-form tail angle is relaxed to approximately 151°; finger-straighten ability function is impaired by the damage to the specimen. No other damage or inconsistencies are noted to the specimen at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally consistent with a j3fc type 260-035 device. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).